Event description:
It was reported that the pt experienced a loss of therapeutic effect following an increase in exercise and "doing some remodeling of her home". The pt felt stimulation and cramping in her stomach rather than right leg and back. When the ins was pushed, she felt a "pins and needles" sensation down her right leg and between her shoulder blades. The sensation occurs whether the device is on or off, just more intense when it is on. The lead was placed at the level of t8-9. The pt also reported a new pain in her left leg when the stimulation is off. Lead impedance checks were within normal limits, x-rays were performed with no remarkable movement of the lead noted. The lead was lateral to midline and "not much change" from the x-rays at implant. Reprogramming tried, but unable to recapture the original stimulation pattern. The hcp and manufacturer's representative continue to work with the patient to resolve the issue. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.